Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) unit pump hums. There was no patient harm or injury reported .

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that the keyboard was working fine. The fse disassembled the screen, and in order to fix the issue, the fse cleaned all the connections using s51 contact. The fse then reconnected all the component of the screen and the issue was fixed. The fse then performed test of pump operation on a patient simulator. The unit was then working.

Event description:
It was reported that during routine pump health check, the cs100 intra-aortic balloon pump (iabp)unit pump hums. There was no patient involvement.